Manufacturer narrative:
This investigation is ongoing.

Event description:
The user facility in germany reported the tip of the chopper broke and entered the patient's eye. This piece was removed with a forceps. There was no patient impact, and no additional anesthesia required.

Manufacturer narrative:
A photo as well as a video was provided by the customer. Based on the photo and video, the reported problem was duplicated, and the damage was confirmed. The tip of the manipulator broke off. However, the sample (1x e0713 g reusable koch stop & chop manipulator from lot no. 2267843) was returned for investigation. The broken off tip of the manipulator was not returned. The parameters of the hcf¿s reprocessing process were not communicated and are unknown. Visual inspection under a microscope revealed that the tip had broken off at the exact point where the greatest tensile stress occurred. It is very likely that there was already a small crack at this point. The ultrasound device then caused it to break off at exactly this point. Device history of lot no. 2267843 was reviewed; no deviations or issues were detected. The lot was manufactured according to specification. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.